Event description:
It was reported to technical services on 1/13/2011, that this atrial lead has stopped working. No capture and no sensing causing unnecessary pacing. The device was reprogrammed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).